Manufacturer narrative:
(B)(4). Batch #u5a49w. Investigation summary: the analysis results found that the ats45 device (a) was returned with no apparent damage and with a 6r45b reload present. The reload was received unfired. The device and returned reload were tested for functionality and it fired, cut and formed the staples as intended. The staple line and the cut line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure." In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclasped, the instrument will lock out. If resistance is felt, stop and replace the reload. The event described could not be confirmed, as the device performed without any difficulties noted and the reload was received unfired. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, the first device was fired and it locked out. A second like device was tried, was hard to fire and when it did fire, some of the staples did not form correctly. It's unknown how the procedure was completed and there were no patient consequences.